Event description:
It was reported that partial deployment of a stent occurred. Vascular access was obtained via the femoral. The patient underwent an innova¿ implantation of the superficial femoral artery (sfa). The physician forwarded the 6x180x75 innova¿ stent into the patient and deployed it by using the thumbwheel. The stent partially deployed. As the pull-grip was intended to be used to complete deployment, the system pull grip was blocked completely; it could not be pulled or pushed. It was unable to move and the handle broke apart. The innova¿ stent was set free manually; however the struts lengthened due to the force applied by the physician. Bail out stenting with a non-bsc stent was required in the lengthened segment. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with a guidewire in the inner shaft. There was blood on the handle and in the wire lumen. There was a gap in the handle. The rack and inner shaft separated from the outer sheath and handle, as-received. There were numerous kinks throughout the inner shaft. The inner shaft was detached 11cm from the middle sheath and inner shaft bond. The portion of the inner shaft distal of the detachment site - including the distal tip - was not received. The fractured end was stretched and jagged, which suggests that the separation may be related to tensile overload. There were numerous kinks throughout the middle sheath. There was a kink in the outer sheath at the end of the nose cone. The stent was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment of a stent occurred. Vascular access was obtained via the femoral. The patient underwent an innova¿ implantation of the superficial femoral artery (sfa). The physician forwarded the 6x180x75 innova¿ stent into the patient and deployed it by using the thumbwheel. The stent partially deployed. As the pull-grip was intended to be used to complete deployment, the system pull grip was blocked completely; it could not be pulled or pushed. It was unable to move and the handle broke apart. The innova¿ stent was set free manually; however the struts lengthened due to the force applied by the physician. Bail out stenting with a non-bsc stent was required in the lengthened segment. There were no patient complications and the patient's condition is stable.